Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent external drainage of cerebrospinal fluid after resection of a glioma recurrence. The doctor placed a drainage tube in the lumbar cistern of the patient on (B)(6) 2020, and on (B)(6) 2020, the nurse checked that the tube was properly fixed, and the drainage flow was smooth. However, later that night, the nurse found that the patient's bed sheets were wet, and the drainage tube was found to be broken after further examination. The nurse immediately turned the stump of the drainage tube on the patient's side when the broken tube was found and reported to the doctor on duty. The doctor pulled out the drainage tube at the bedside and asked to pay close attention to changes in the patient's condition.